Event description:
The report received from the affiliate indicated that the staff pulled the 55 cm. 7 fr. Vista brite tip rdc1 ig guiding sheath from the shelf and the device just fell out of the packaging and onto the floor. It appeared that the bottom of the packaging was not properly sealed. The device was accidentally discarded but the packaging may be returned for inspection. There was no reported patient injury. The product was reported to not have been received in this condition. The product was stored properly according to the instructions for use (IFU). The sterility of the product was reported to have been compromised. The product was not clinically used in the patient. Another product was used to complete the procedure successfully. No additional information including target lesion information is available.

Manufacturer narrative:
The report received from the affiliate indicated that the staff pulled the 55 cm. 7 fr. Vista brite tip rdc1 ig guiding sheath from the shelf and the device just fell out of the packaging and onto the floor. It appeared that the bottom of the packaging was not properly sealed. The device was accidentally discarded but the packaging may be returned for inspection. There was no reported patient injury. The product was reported to not have been received in this condition. The product was stored properly according to the instructions for use (IFU). The sterility of the product was reported to have been compromised. The product was not clinically used in the patient. Another product was used to complete the procedure successfully. No additional information including target lesion information is available. Fal: one sterile intro g 7f rdc I 55cm .035" guiding catheter in its original sealed pouch and an empty non sterile unsealed pouch were received folded inside a plastic transportation bag. Both pouches; the sterile sealed pouch and the non sterile unsealed pouch were identified as lot number 15810985, catalog number 4037553r. Per visual analysis, the pouch containing the sterile guiding catheter was received perfectly sealed with no damage. However, the empty received pouch was found not sealed, opened at bottom side of pouch. No straight seal marks on bottom of pouch bag at all. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of packaging/pouch/box- compromised sterility-seal open was confirmed through failure analysis as there was no evidence of seal marks at the bottom of the pouch, suggesting that the issue is manufacturing related. The event has been escalated per the risk management process for further investigation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15810985 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product packaging is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.